Event description:
On 09apr2026 the patient reported skin irritation while using an epatch device with the electrode - adapter - flex configuration with the electrode - pad - foam - vermed a10091. The patient experienced general redness, itching, peeling, and blisters/welts. The patient has a history of skin sensitivity due to lupus. The electrode lot number associated with the irritation was 27325v13. The patient sought medical treatment for the skin irritation and was prescribed medication, though the specific medication is unknown. Despite the irritation, the patient did not discontinue use of the device or take a break in service. The patient confirmed following the recommended skin preparation instructions.

Manufacturer narrative:
On (B)(6) 2026 the patient reported skin irritation while using an epatch device with the electrode - adapter - flex configuration with the electrode - pad - foam - vermed a10091. The patient experienced general redness, itching, peeling, and blisters/welts. The patient has a history of skin sensitivity due to lupus. The electrode lot number associated with the irritation was 27325v13. The patient sought medical treatment for the skin irritation and was prescribed medication, though the specific medication is unknown. Despite the irritation, the patient did not discontinue use of the device or take a break in service. The patient confirmed following the recommended skin preparation instructions. The flex wire adapter was not returned for evaluation. Engineering evaluation was unable to be performed as the flex wire adapter was not returned. The flex wire adapter while utilizing the electrode - pad - foam - vermed a10091 is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a biocompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factor was identified and/or attributed to electrode skin irritation and associated symptoms. The patient has a history of skin sensitivity due to lupus the product labeling advised patient of alternative options and other steps to take if skin irritation develops, including healthcare professional contact as needed.